Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 419 mg/dl with ketones and it was addressed with boluses. Reportedly, there was air in the tubing and the luer lock connection was loose. The customer primed the air bubbles out and tightened the luer lock connection.